Manufacturer narrative:
A corrective action consisted of additional training, and overlay inspection being added to final inspection procedure.

Event description:
It was reported that surgery was delayed due to the implant not seating.